Manufacturer narrative:
(B)(4).

Event description:
Additional information received: the procedure was completed utilizing a second fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the fiber was noted to have commenced "the red laser pointer is in the axis of the fiber, therefore not visible on the resection area" at 258,175 joules and 06:00 minutes of usage. No additional information reported. It is unknown how the procedure was completed. Patient or user outcome: no injury to patient reported.